Manufacturer narrative:
Age/date of birth: dob year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the physician used 2 in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in th e sfa of the left leg. A dissection occurred and a protégé everflex was implanted as treatment. Approximately 3.5 months post index procedure the patient was hospitalized due to critical limb ischemia (left). The left sfa was treated with a protégé everflex stent, 2 admiral balloons, 2 amphirion balloons and one pacific balloon. The % stenosis at time of revascularization was 100%. The patient status is recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.